Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, product type: unknown.

Event description:
Information received from the manufacturer's representative reported that there was an out of regulation (oor) seen on the external neurostimulator (ens). It was noted that there was a little bend in the lead tip that was in the multi-lead trailing cable (mltc) so the representative corrected it and reset all the connections. This resolved the oor issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.